Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on output socket, the scope detection function did not work, deterioration of pump, and water leaked from the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on output socket, the scope detection function did not work. Additionally, water leaked from the output connector due to deterioration of pump. All findings were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that xenon light source had a faulty contact on the onetouch connector and devices were not always recognized, set-up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.